Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2007 the patient was implanted with an lfit anatomic cocr v40 femoral head and accolade tmzf hip stem on her right hip. After implantation she began experiencing discomfort in the area of her device. Further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and sophisticated imaging of the tissue surrounding the hip revealed the potential existence of a fluid collection about the hip prosthesis. She was taken back for revision surgery on her right hip on (B)(6) 2015 and allegedly during this surgery there was presence of inflamed synovium that was black in appearance and the surgeon noted corrosion at the trunnion and femoral head.